Event description:
It was reported that the customer had high blood glucose levels of 467 mg/dl. The customer treated with manual insulin injections. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did not exit. It was also reported that the cannula of the insulin pump was not bent. The customer was advised to change the infusion set and reservoir on the insulin pump. The customer was advised that the infusion site might be occluded. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.